Event description:
It was reported that during an angioplasty treatment procedure, the catheter froze on the guide wire. The procedure treated a total occlusion of the popliteal vessel. A non bsc guide wire was used to cross the occlusion and a sterling otw 5.0 x 100/135cm balloon was advanced over the wire and through the lesion. An attempt was then made to remove the wire so that a flush of contrast could be injected in order to determine if the wire and balloon were intraluminal or subintimal. However significant resistance was noted upon withdrawal and the wire would not pull back out of the balloon catheter. Various attempts were made to pull the wire out with no success, so the wire and the balloon catheter were removed as a single unit. Upon examination of the balloon catheter and wire, the physician believed the lesion occlusion affected the wire performance preventing it from being removed from the catheter. No patient complications were reported and the patient status was stable. An appointment was made for the patient to return in 6 weeks for another attempt to treat the vessel.

Event description:
It was reported that during an angioplasty treatment procedure, the catheter froze on the guide wire. The procedure treated a total occlusion of the popliteal vessel. A non bsc guide wire was used to cross the occlusion and a sterling otw 5.0 x 100/135cm balloon was advanced over the wire and through the lesion. An attempt was then made to remove the wire so that a flush of contrast could be injected in order to determine if the wire and balloon were intraluminal or subintimal. However significant resistance was noted upon withdrawal and the wire would not pull back out of the balloon catheter. Various attempts were made to pull the wire out with no success, so the wire and the balloon catheter were removed as a single unit. Upon examination of the balloon catheter and wire, the physician believed the lesion occlusion affected the wire performance preventing it from being removed from the catheter. No patient complications were reported and the patient status was stable. An appointment was made for the patient to return in 6 weeks for another attempt to treat the vessel.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the shaft was buckled near the edge of the strain relief. The tip was damaged. Magnified inspection revealed the proximal and distal portions of the balloon were bunched and the inner shaft within the balloon was buckled. The wire protruded 38 cm proximally and 1.5 cm distally from the catheter. Despite soaking, the wire was not able to be removed from the catheter. There was no evidence that the reported difficulty and confirmed damage to the device were attributable to any product quality deficiencies. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).